Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that ultrasound was temporarily unavailable during a procedure. The surgeon released the footswitch and waited for a moment after which ultrasound was recovered and the surgery was completed with no harm to the patient.